Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, high capture threshold was observed on the right atrial (ra) lead. The physician suspected the increase in threshold was due to the patient's anatomy and not a malfunction of the ra lead. The ra lead was capped and replaced to resolve the event. The patient was in stable condition.